Event description:
It was reported that a temperature alarm 15 occurred on the pump, which could not be cleared by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided to allow the pump's battery to deplete fully before returning it and agreed to send it back with a prepaid label within 10 days.

Manufacturer narrative:
Updated b5, b7, d1, d2a, d2b, d4, g4.